Event description:
"Difficulty passing catheter thru either side of tube, did an elective bronchoscope procedure - were able to pass the scope, one lumen was more constrictive than the other. That afternoon the lumens separated (plastic connector became separated from the tube.) This happened 69 hours after intubation."